Event description:
Patient had a kci wound vac placed for negative pressure wound therapy. Therapist utilized white foam dressing was utilized to enhance wound healing along with black granufoam. Patient had dressing discontinued therapy in fall of 2012. Home health visit retrieved retained sponge on visit 10 days later.what was the original intended procedure?wound vac therapy that was uncomplicated by a retained sponge.